Manufacturer narrative:
Initial reporter city - (B)(6).

Event description:
It was reported that an additional marker band was on the device. An emerge balloon catheter was selected for use and advanced into the patient. It was observed that the emerge balloon catheter had 3 marker bands instead of 2. The emerge balloon catheter was not dilated. The emerge was removed and replaced to complete the procedure. No patient harm resulted in relation to this event.

Event description:
It was reported that an additional marker band was on the device. An apex balloon catheter was selected for use and advanced into the patient. It was observed that the apex balloon catheter had 3 marker bands instead of 2. The apex balloon catheter was not dilated. The apex was removed and replaced to complete the procedure. No patient harm resulted in relation to this event. It further reported that the target lesion was right coronary artery (rca). It was additionally reported that the upn of the device was an apex balloon catheter and not the emerge as it was originally reported.

Manufacturer narrative:
E1: initial reporter city - (B)(6). Correction to the medical device was corrected from emerge to nc quantum apex. Device evaluated by manufacturer: returned product consisted of an nc quantum apex balloon catheter. The device was microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and within the folds blood was present. There were 3 markerbands present to the balloon. The proximal and distal markerband were in their respective locations, however, the third markerband was found placed within the distal cone of the balloon near the tip of the device. Inspection of the remainder of the device, presented no other damage or irregularities. Product analysis confirmed the reported event, as the device was found to have an additional markerband.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that an additional marker band was on the device. An emerge balloon catheter was selected for use and advanced into the patient. It was observed that the emerge balloon catheter had 3 marker bands instead of 2. The emerge balloon catheter was not dilated. The emerge was removed and replaced to complete the procedure. No patient harm resulted in relation to this event. It further reported that the target lesion was right coronary artery (rca).